Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The powered stapling handle was being used for the stomach resection. The surgeon approached the tissue from the greater curvature of the stomach, articulated the jaws to the right with the anvil fork upward. However, the jaws articulated to the right and left on their own. Removed the device out of the body, then removed the reload and the adapter and re-inserted the battery. Re-set the device and the surgeon tried to articulate the jaws, however, the same event occurred. The device reacted as usual except for the articulation. Replaced by another handle and the procedure was completed. There was no patient harm.